Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). From investigation it appears that the qc (quality control) drop began when they went to calibration lot zs 6001, customer does not know what the previous calibration lot in use was. Ts (technical support) shipped new lot numbers for calibration. Ts also sent new column. Ts also sent tosoh controls for troubleshooting. Cust installed new column to resolve the issue. Qc now normal. The most probable cause of the reported event was column failure - unsure if column count was correct, column may have been "flipped" by the customer.

Event description:
On (B)(6) 2017 the customer reported low qc results since early (B)(6) 2017 with their hlc-723g8 analyzer. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.